Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no definitive peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a cloudy effluent event coincident with peritoneal dialysis therapy. The patient visited the emergency room and was treated with unspecified intravenous antibiotics (doses and duration not reported) for the event. The cause of the event was unknown. It was reported that the patient was recovering and dianeal therapy was ongoing. No additional information is available.